Event description:
A caller reported that an occlusion alarm occurred, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer's blood glucose level. Customer was unable to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.